Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that during a routine device change out, that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The physician noted that there had been a drop in pacing impedance, and noted blood under the insultation, due to abrasion of the insulation. A different rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.